Event description:
The customer called in for help with her meter. While troubleshooting, she performed normal control tests and received a result of "lo". The normal control range is 101-140 mg/dl. The customer did not allege any adverse events. The test strips are to be returned for evaluation, and replacement strips will be sent.